Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a lot of issues with the battery cap. Customer's blood glucose level went up 400 mg/dl the night before. The customer treated her high blood glucose level with insulin. The insulin pump was dead and she could not get the cap off. The customer was advised that the device would be replaced and agreed to return the product for analysis.